Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.

Manufacturer narrative:
Correction to verbiage in prior follow-up submission. It was reported that the trilens was repaired and replaced, however, it should have been reported that the trilens was replaced and the cable was repaired.

Event description:
Account alleges the bed will not place a nurse call.

Manufacturer narrative:
Evaluation summary: om2 failed svo2 incorrect, drifting. An edwards electronics technician evaluated the optical module and found that the trilens was damaged causing the svo2 drift. The trilens was repaired and replaced. The service history record was reviewed and all manufacturing requirements were met.

Event description:
The lay user/pt contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.